Manufacturer narrative:
Evaluated two opened/used enlite sensors, performed bicarbonate buffer test and one of two sensors failed due to low readings. The remaining sensor passed per specifications with accurate readings.

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was between 40-45 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.